Event description:
Information was received that the cadd ms3 pump malfunctioned and did not deliver dosage for 2 days. Dates of (B)(6) to (B)(6). The patient was sent a replacement pump. Dose or amount: 84 ng/kg/min, frequency: continuous. Route: subcutaneous. Dates of use: (B)(6) 2014 to ongoing. Patient symptoms: severe nausea, minor shortness of breath, vomiting, and tiredness. No reported long term adverse effects.